Event description:
It was reported that the patient felt like they were getting excessive stimulation and they experienced a shocking or jolting sensation. It was noted the patient was unable to adjust stimulation. The reporter stated they tried to instruct the patient to turn off their implantable neurostimulator (ins) over the phone, but the patient was too upset for them to determine the problem. It was noted the manufacturing representative met the patient and upon interrogation of the ins, the programmer read the ins was discharged. It was further noted the patient programmer and recharger indicated the ins was dead and off. It was noted the patient stated their legs and feet were spasming and contracting and they felt like there were having a seizure. The reporter stated the patient was going to follow up with their healthcare professional since they want the device out. It was noted that 25 minutes after the manufacturing representative left the patient; the patient called and stated it happened again when they applied their recharger, but this time they were able to turn the ins off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).